Manufacturer narrative:
Patient weight not made available from the site. On 01/22/2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. - 01/27/2015 a medtronic representative performed another navigation system check-out, all areas passed. System performed as intended. On 01/28/2015, a medtronic representative, following-up at the site, reported covering two very successful axiem shunt procedures since the system check-out; on 01/27/2015 and on 01/28/2015. Both subsequent procedures with the site physician assistant (pa) were focused on better tracer registration techniques and avoiding patient tracker movement during prep and drape. On 02/18/2015 - medtronic representative reported that the site physician assistant (pa) stated they have had no problems since they received procedural guidance and case coverage from medtronic representatives.

Event description:
A medtronic representative received a report from a site that, while in a cranial axiem shunt procedure to correct an inaccurately placed shunt, the surgeon alleged an inaccuracy. No specific measurements of the inaccuracy were provided. It was noted that the tracer pattern was poor; points did not include the patient nose, only the forehead and one temple. The surgeon opted to complete the procedure without the use of the navigation system.